Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has received the log files for investigation. The customer stated that the measurement cartridge has been replaced and they are operational. The measurement cartridge is not available to be returned. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium and potassium results on the rp 500 when compared to results on a non-siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
The instrument logs were uploaded for investigation, however they were either corrupted or incomplete. There was no data found for the instrument s/n (B)(4). The logs were re-uploaded but were still unusable/insufficient. There is no further investigation possible due to the lack of information. The qc and calibration were passing. Instrument is currently operational and in use. The root cause of this event is unknown.